Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy, modified mccall culeoplasty, cystoscopy, bilateral vaginal and paravaginal defect repairs. It was reported that following insertion the patient experienced pain, extrusion of mesh, bleeding, and bowel problems. It was reported that the patient underwent removal of portion of the exposed mesh on (B)(6) 2007 due to pain, bleeding, and exposure of mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.